Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, difficulty was encountered during lead placement, reportedly due to patient anatomy. As a result of lead manipulations during the procedure, the physician reported the lead looked "extended" and removed the product from the implant procedure. Another lead was successfully implanted in the absence of adverse patient effects and this lead is expected to be returned for a post market evaluation, as the physician inquired if the lead had fractured.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal spring electrode. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Additionally, the insulation is slightly torn at the proximal end of the proximal spring electrode and blood/body fluid has infiltrated due to the deformed and stretched conductor coil. Resistance tests were then completed to assess lead electrical integrity. Measurements throughout these tests were within normal limits, confirming the lead had not fractured during the attempted implant procedure.